Manufacturer narrative:
(B)(4). Results of investigation: this unit was field serviced by a carefusion authorized service center. The service technician perform an event trace downloaded and non-invasive testing. The ventilator passed the general, power, and performance checkout tests without issue. The event trace was downloaded for review. It captured events from (B)(6) 2013 through (B)(6) 2014. The alarm codes found in the event trace were typical alarms that normally occur during patient ventilation. The date of the reported incident was (B)(6) 2014. The event trace indicated that this ventilator was not in operation on the reported incident date. (B)(4).

Event description:
It was reported to carefusion that the ventilator was alarming while in use on a patient. The ventilator was ventilating as intended, however, the patient was removed from the ventilator and manually ventilated while being transported by the ambulance. Once in the hospital, the physician stated that he felt the patient had been hypoxic for about 45 minutes prior to arriving at the hospital. This is the patient's back up ventilator.